Manufacturer narrative:
Philips service replaced the geo ipc and reinstalled the software, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an ipc communication issue occurred, requiring geo ipc replacement and software reinstallation on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.